Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2012-06825, reference MFR. Report#: 1627487-2012-06826. It was reported, the pt was not receiving adequate coverage. As a result, the pt's scs system was explanted. The explanted product will not be returned to sjm.